Event description:
It was reported that the patient presented for a generator upgrade procedure. Prior to the procedure, upon interrogation, the atrial lead exhibited high pacing impedance and noise oversensing, which resulted in an inappropriate auto mode switch (ams) and also led to pacing inhibition. The atrial lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.